Event description:
It was reported that a device was removed three days after surgery due to infection. It was noted that a new battery was implanted and the patient had had no issues. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, (B)(4).